Event description:
A family member has called to report her mother has had several cuts on her hand from the peeling chrome handrim. It was also learned in speaking with the reporter no medical treatment was given.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx50fb, serial number/date code (B)(4) is approximately 6 years, 10 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Additional information has been received. In speaking with the reporter it was learned the chrome is peeling on the outside rim of wheelchair causing cuts on her hand. Incident took place on approx (B)(6) 2012. The end user is still using the chair. End user does not have a back up chair she can use right now. End user has been using chair since (B)(6) 2011. Please note: any further updated information will be provided in a follow up report.